Event description:
It was reported that the pacemaker was noted to be in safety mode. Six months earlier the estimated battery longevity was at 1.5 years remaining. The field representative discussed with the physician that the device should be explanted and replaced. Subsequently a revision procedure was performed the following day. The pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.